Event description:
The field engineer reported that the left monitor was not working, thus no live image. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The left monitor was replaced. The system was then found to be operating gas intended.